Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter's memory. In addition, retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution. All results were within range specifications and no errors were observed. This is a final report.

Event description:
Customer reported that on (B)(6) 2011 around 4:30 pm he had symptoms of "his legs were in pain, twitching uncontrollably and his feet turned red". Customer tested his blood glucose level and received a reading of 182 mg/dl on his adc blood glucose meter. Customer took 10 units of insulin at 4:36 pm to counteract the event. Customer further reported that he tested his glucose level at 5:49 pm and received a reading of 244 mg/dl and took 10 more units of insulin. He then noted receiving the following additional results: 211 mg/dl at 6:08 pm and 305 mg/dl at 6:44 pm. Customer self-presented to a local hospital and was diagnosed with diabetic neuropathy and treated with an unspecified amount of "morphine". Customer further reported that while at the hospital he received a reading of 385 mg/dl on his blood glucose meter which was higher than a reading of 164 mg/dl received on an hcp meter, within 10-minutes. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.